Manufacturer narrative:
This report is being sent as follow-up # 1 to update section d4 and h4 and to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 8fr angioseal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in unused, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath of the angio-seal was already placed in the artery. As the physician inserted the angio-seal device, it could not be placed correctly in the sheath. It did not fit together. There was no patient harm.